Event description:
A 6.5 mm cancellous screw with washer was implanted on 12/2/95. It was not implanted at this hosp. It was removed at reporting hosp because it was broken inside the bone. The distal end of the screw was left inside the bone. It could not be retrieved. April 1996 - pt had something fall on his shoulder at work. Left shoulder - operative site.